Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. This complaint is considered not reportable due to there was no allegation that the device contributed to the death.